Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca). A non-bsc and platinum plus guidewires were advanced. A 2.0x12mm non-bsc, 2.5x12mm non-bsc , and a 3.0x15mm quantum apex balloon catheters were used to pre-dilate the lesion. The 2.25 x8mm promus premier stent was advanced; however, the device was unable to cross the stented ostium of the right coronary artery. It was noted that the stent strut separated from the balloon. The procedure was completed with a 2.25x8mm non-bsc stent. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca). A non-bsc and platinum plus guidewires were advanced. A 2.0x12mm non-bsc, 2.5x12mm non-bsc , and a 3.0x15mm quantum apex balloon catheters were used to pre-dilate the lesion. The 2.25 x8mm promus premier¿ stent was advanced; however the device was unable to cross the stented ostium of the right coronary artery. It was noted that the stent strut separated from the balloon. The procedure was completed with a 2.25x8mm non-bsc stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a tactile and visual examination found the unit with slight tip damage, the proximal stent struts were raised and misaligned. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks along the length of the unit and a severe kink on the strain relief. There was a kink in the outer 44mm proximal to the tip. The device was returned in 4 pieces. The first hypotube break was approximately 280mm from the strain relief, the length of the two broken pieces are approximately 273mm and 253mm. The third hypotube break is approximately 610mm proximal from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).